Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s wife reported via phone call that the reservoir had air bubble anomaly. Customer¿s blood glucose was unknown. Customer stated that the lot of air bubbles and they was hard to remove and sure was bad. Customer stated that the if she tightens it in the transfer guard. Customer troubleshooting was declined for air bubble. The reservoir will be returned for analysis.

Manufacturer narrative:
Evaluated 3 open or used reservoirs. Performed a visual inspection using dop114-811doc appendix f and found transfer guard¿s needles were not centered. Transfer guard needles were found not parallel to transfer guards body axis performed pre-fill reservoirs test per dop114-811 and es9041. Found no air bubbles anomaly during filling. Also inspected reservoir¿s snap-caps width dimension per dop114-811 and d6014595. Also using a new lab infusion sets connect found reservoir's snap-cap too loose to connect/lock/release.